Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels ranged from 28-42 mg/dl. Low bg causes were not known. An emergency medical technician (emt) monitored the customer's bg, administered saline, and fed the customer glucagon gel packs to treat the low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.